Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported following a l3-l4 decompression a few years ago, the patient had developed a lumbar kyphosis and a loss of vertebral body height at l3-l4. This was treated with fixation from t11 - l5 as well as inter body graft at l3-l4. The screws in l5 were sticking out and the instrumentation was extended the patient fixated to the ilium in (B)(6) 2013. At a later date the rods broke and it was reported on x-rays. No additional information about the event is available at this time. This report is for 2 unknown rods.(B)(4).

Manufacturer narrative:
Additional narrative: this report is for 2 unknown rods device.the investigation could not be completed; no conclusion could be drawn, as no product was received.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.